Event description:
Procedure type: glossectomy. According to the reporter: reload could not be fired. The idrive did not display the green ready to fire light sequence. The idrive was dismantled and recalibrated, however, the reload still did not fire. The patient was involved without injury. Medical intervention was not required. Surgery time was not extended by more than 30 minutes. The patient is currently stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).